Manufacturer narrative:
Arrow field service confirmed problem and replaced pneumatic control system assembly. They also repaired lead to cpu j9 which causing "running battery alarms." Pump was reassembled, functionally tested, and returned to service.

Event description:
It was reported that perfusionist contacted arrow clinical support advising they had a pump that was experiencing purge failure alarms. They were unable to get the pump running so it was exchanged off patient. There were no reported patient complications.